Event description:
The customer stated that one patient ((B)(6) woman) sample generated discrepant and higher than expected results for the architect ca125 assay. A result of 3000 ku/l was repeated at 15000 ku/l and was still high with dilution (no results provided). A result of 3600 ku/l was obtained when the patient sample was tested using another (non-abbott) method. Suspect results were not reported out and no impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Accuracy testing was performed using likely cause lot 05023m500. Three panels of known concentration were tested on one architect instrument and each panel replicate was within the respective acceptance ranges. Customer complaints were reviewed to determine if others have experienced this issue. No unusual activity related to discrepant results for lot 05023m500 was identified. Based on the evaluation results, no product deficiency was identified related to the alleged malfunction reported by the customer. However, the customer was referred to the assay package insert regarding the intended use of the assay (ca 125 ii assay values should be used in conjunction with other clinical methods used for monitoring ovarian cancer) and the limitations of the procedure.